Manufacturer narrative:
Patient information was requested, but the customer refused to provide.

Event description:
The customer reported that the ventilator shuts down while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated.